Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned low results for approximately (B)(4) patient samples tested for ureal urea/bun (ureal) on a cobas 6000 c (501) module. Data was provided for 24 patient samples. Results for (B)(4) patient samples were erroneous for ureal. The erroneous results were not reported outside of the laboratory. The customer performed qc on ureal the morning of the event and the results were acceptable. The customer ran patient samples and the ureal results were all low. The samples were repeated on a c8000 system at their sister laboratory and the results were fine. Refer to attached data for the patient results provided. There was no allegation that an adverse event occurred. The ureal reagent lot number was 280144 with an expiration date of 31-jul-2018. The customer loaded a fresh reagent and made fresh calibration and qc. The customer also performed an air purge on the sample probe and checked for any clots. The field service engineer (fse) was onsite and checked the probes, alignment, rinse functionality and mixers. No instrument issues were identified. Ureal qc results were not acceptable. On (B)(6) 2017 the customer stated the ureal qc results had returned to normal but it is not known what steps were taken to resolve the issue. The customer¿s calibration data was not stable and qc results were not acceptable most of the time on the day of the event. Based on a review of the reaction monitor data provided, the issue seems to be related to a pipetting error.

Manufacturer narrative:
Based on the information available for investigation, the root cause of the discrepant results is most likely related to a contaminated reagent. Contamination of the reagent is most likely caused by the instrument.